Manufacturer narrative:
Pump was received with broken reservoir tube tip, missing reservoir o-ring and cracked battery tube threads. (B)(4).

Event description:
It was reported that the customer's insulin pump is missing a few pieces from the reservoir compartment. The customer also stated that a huge chunk of the reservoir came off and the ring also popped off. Advised to discontinue use of the insulin pump. No add'l info was provided.